Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and assisted with troubleshooting the unit. The customer reported getting a check alarm lamp failure during startup and standby. Under review, it was found not to be a dysfunctional on the monitor, but specifically its extension. Upon removing x3 from the monitor, an error was confirmed to be coming from x3 mainboard. It was a failure to alarm due to undesigned operational failure to alarm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a failure to alarm. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The customer reported getting a check alarm lamp failure during startup and standby. Under review, it was found not to be a dysfunctional on the monitor but with its extension. Upon removing x3 from the monitor, an error was confirmed to be coming from the x3 mainboard. It was a failure to alarm due to undesigned operational failure to alarm. The rse provided the customer a quote for bench repair for further analysis; however, the customer resorted to working with their own technicians. The customer confirmed the issue could not be replicated and the issue was resolved by rebooting the unit. The unit passed all verification testing and it is now working as intended. The customer clarified the unit was not opened for repair or sent in for repair. Based on the information available in the case and provided by the customer, the cause of the reported problem was not confirmed as the issue could not be replicated by the customer's own technician. The alleged malfunction was not confirmed, the issue was resolved by a reboot. If additional information is received, the complaint file will be reopened for further investigation.